Manufacturer narrative:
Follow-up: repair information per field service engineer (fse) the customer declined repair on this unit due to cost. The unit will not be repaired.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.